Manufacturer narrative:
The t:slim user guide states: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure." "Use only humalog or novolog u-100 insulin. Failure to do so may result in serious health consequences. The cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing fluctuating blood glucose (bg) (50 mg/dl - 300 mg/dl). Reportedly, customer was recovering from a bladder infection and taking antibiotics which may have influenced extreme bg fluctuations. Customer bloused via the pump for elevated bg and drank juice for the low bg. System check was performed with tandem technical support and small air bubbles were noted in the tubing. The luer connection was found to be loose and insulin was leaking. Customer removed and retightened the luer connection successfully. Customer reported that the cartridge had been in use for 72 hours with u500 insulin. Customer¿s bg was 107 mg/dl at time of report, and the issue was resolved.